Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-05519. Concomitant medical products: vanguard cr ilok fem-rt 65, item# 183008, lot# unknown, biomet cc I-beam tray 67mm, item# 141222, lot# unknown, series a pat std 31 3 peg, item# 184764, lot# unknown. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial right total knee arthroplasty and subsequently the patient underwent manipulation.